Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Conclusions: root cause: according to the physician, the root cause of the reported event of lens vaulting is attributed to the patient's poor scleral rigidity combined with inelastic vitreous.

Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the patient presented with blurry vision and increased intraocular pressure. Upon examination, the lens had vaulted posteriorly. Preoperatively, the patient's bcva was 20/20 with mrse of +1.25 + 0.25 x 075. Two weeks postoperatively (and prior to intervention), the patient's bcva decreased to 20/30 with mrse of +1.50 + 1.50 x 020. The lens was exchanged for a different lens model and the patient's bcva improved to 20/20 with mrse of -0.25 + 1.50 x 015.